Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received d4-reliability laboratory technician; (B)(4) reliability laboratory; failure (event) observed during analysis. Analysis found the distal tip detached from lead due to a workmanship anomaly.